Manufacturer narrative:
Complainant part was returned. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that there was a tfna extraction: extraction of the pen. 1x tfna nail 04.037.044s, lot h666794. The first inspection has shown that the locking mechanism is separated from the nail and that a the pin on top if the nail is sheared off. The fragment was not returned. Based on the description and the condition it is likely that these findings were caused by an issue during the nail extraction. There is no indication that these devices did contribute to the extraction issue. Concomitant device reported: unknown tfna blade (part # 04.038.410s, lot # h280288, quantity# 1); locking screw (part # 04.005.526, lot # 3l16599, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Event description:
Update: original date implanted is unknown. The fna removal because of blade protrusion through acetabulum therefore, removal was required. Patient outcome is unknown and no more information is available. This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation site: cq zuchwil selected flow(s): device interaction/functional. Damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the tfna nail was received in disassembled condition, the locking mechanism was separated from the nail. The pin at the proximal end of the nail is broken off, the fragment was not returned. There are different discolorations and stress marks visible, especially the helical blade hole has clear visible stress marks. Also the nose of the locking mechanism has strong stress marks. Functional test: the locking mechanism was inserted into the nail with a hex-wrench, after the mechanism was inserted the also received helical blade could be locked in rotation and statically as described in the tfna surgical technique (dsem/trm/0514/0052 103332-181129 dsem 12/18). Dimensional inspection: the relevant dimensions of the broken pin cannot be verified as the fragment was not returned. A dimensional inspection of the locking mechanism is not required as no functional issue could detected after the device was reassembled. Summary: the complaint is confirmed as the pin at the proximal end of the nail is broken off. There was no information provided when the pin broke, if this was during the nail insertion, in situ or extraction, therefore no root cause can be defined. It can only be assumed that a mechanical overload caused this breakage, this is also indicated by the strong discoloration in this area. Regarding the migration of the helical blade no findings could be observed, the rotational and static locking function did work as required as soon the locking mechanism was back in place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot manufacturing location: monument, manufacturing date: 22-jun-2018, expiration date: 01-jun-2028, part number: 04.037.044s, 10mm/130 deg ti cann tfna 235mm/right ¿ sterile, lot number: h666794 (sterile) , lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns071280 rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 15177 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: l827033, lot quantity: 94. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: h571500, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 02-may-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58, lot number: h638000, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80, lot number: h618214, lot quantity: 2,847 lbs. Certificate of analysis received from metalwerks dated 27-mar-2018 was reviewed and determined to be conforming. Lot summary report dated 12-apr-2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. 24-sep-2019: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.